Event description:
The user's husband had dissconnected the power cable from the battery charger and was plugging the power cable into the power drive. The connector sparked when he connected it and the power cable started to burn. He had a fire extinguisher at hand and put out the fire before much damage occurred. No one was in the wheelchair at the time of the accident and he was not injured. This wheelchair was last serviced by damaco in 11/93, and was mistakenly identified as having been retrofitted with circuit protectors. All current logs and records indicate that this unit had not been updated. Since 9/90, all battery enclosures were mfg with circuit protectors in series with the batteries to prevent this type of failure. Circuit protector upgrade kits were supplied to owners of older power systems where damaco had addresses or phone numbers on file. Circuit protector upgrade kits were then and are currently supplied to owners of older systems when the location of these systems becomes known.